Event description:
It was reported that the patient experienced a minor fall over the weekend of (B)(6) 2023 and her original perc lead migrated and coverage was lost. Dr. (B)(6) performed a replacement surgery (B)(6) 2023 for the perc lead and ipg due to patient¿s high risk of infection. There were no complications and no returns.